Event description:
It was reported that a cartridge change error occurred. Customer was unable to remove the cartridge to continue troubleshooting. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.